Event description:
As reported per the edwards field clinical specialist (fcs), upon deployment the sapien valve appeared 70/30 ventricular, and the patient was stable, but had moderate aortic regurgitation. The team could only see two leaflets moving and was not sure if the third was a ¿frozen leaflet¿, or if there was native leaflet overhang preventing movement of the prosthetic valve leaflet. A second valve was placed and all three leaflets functioned fine. The second valve was placed 1.5 cells aortic from the first valve. The patient was stable and fine post procedure. This patient had severe native valve/leaflet calcification and mild aortic root calcification, with a native annulus diameter of 24mm. Additional follow up indicated that it could not be determined if there was native leaflet overhang or a frozen leaflet. Angio showed aortic regurgitation but did not see overhang from an ap projection. It was decided to put another valve in rather than take multiple angios and more contrast even though the patient was doing ok.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are also several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the aortic regurgitation appears to be due to a restricted leaflet. The cause of the restricted leaflet cannot be confirmed, however, may be due to the ventricular malposition of the device and native leaflet overhang. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.